Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 04-dec-2017 a field service engineer (fse) found that the pressure was lower than normal due to leaking check valves. The fse replaced the check valves. The fse noticed that the rheodyne valve was loose, which was tightened. There was also air presence in the system. The fse noticed that the syringe-l was worn and replaced it. No further action was required; the g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 03-nov-2016 through (B)(6) 2017. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1, introduction and applications, states: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The ideal retention time for a1c is 0.59 minutes. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. G8 variant 60 analysis mode training manual states that a p-hv3 flag will be generated if a hemoglobin variant elutes independently of the a1c peak, but before the a0 peak within a defined retention time. The most probable cause of the reported issue was due to leaking check valves and air in system.

Event description:
On (B)(6) 2017 a customer reported getting a p00 peak, p-hv3 flag, and fast retention time of 0.66 minutes (optimal `0.59 minutes) while running while quality controls on the g8 instrument. The customer was down and unable to run and requested service in order to resolve the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.